Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, there were interference episodes which was believed to be due to emi. There was also one episode of t wave oversensing and a vf episode which according to physician was an svt episode. No shock was delivered. Physician decided to take no action for the moment. The patient medical condition is good.